Event description:
During an unspecified procedure, the physician used a cook echotip ultra fiducial needle. It was reported that the fiducials were not coming out of the needle. Thre was no reportable information at this time. The device was received on 01/10/2023 and during the initial device evaluation, it was noted, "the device was returned with the stylet bent and the needle extended partially. During a function test handle was manipulated and the needle would advance further however would not retracted fully. The needle is separated inside the handle (subject of report)." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the original report. The device returned with the needle adjuster in the retracted position however the needle was exposed and the stylet was bent. The handle was manipulated and the needle would advance further but would not retract fully. The handle provided no resistance and the needle did not seem to be moving inside the sheath or the handle as expected. The handle was disassembled for further evaluation, and it was confirmed that the needle had separated from the inner cannula. The needle was removed from the device and examined at the attachment point with the inner cannula. There did appear to be glue on the proximal end of the needle between the marked areas and on the luer threads. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated record. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The needle was unable to retract due to the needle breaking and detaching at the handle end. The failure occurred at the glue joint. The cause of the joint failure was undetermined as glue was present at the break. Retraining of all operators for this failure was performed on july 2022. This device was manufactured prior to the operators being retrained. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.